Event description:
Pt is the unfortunate victim of a uterine artery embolization (uae). During the second and third hours of the uae pt experienced severe pain. Pt was hospitalized for 4 days and given morphine for three days. Eight weeks post uae began to experience severe hot flashes. A dexa scan revealed significant bone loss. Pt cholesterol has increased. Pt has developed vaginal dryness and atrophy, burning and itching. Recent pelvic exam revealed pelvic ridges thinning. Pt was immediately incontinent after the uae. Pt is now taking testosterone, triest and progesterone. Pt has had three months of bleeding daily.